Event description:
Spinal needle broke in patient during anesthesia for another procedure. Two-inch fragment at least one inch deep to skin at l2-3, to the left of midline (parmedian approach used). Placement was difficult due to (B)(6) (midline and paramedian approaches attempted). After successful placement (as evident by anesthetic requirements at incision), spinal needle was withdrawn with introducer with mild difficulty, but only 2.5 inch came out. Discussed with husband and patient. Patient to have lumbar x-rays in the department to confirm location as portable film not adequate. Spinal surgery consult to be placed for possible removal.